Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that their ins "disconnected". The patient's scs is for their right and left legs and lower back. Unrelated to the medtronic device, the patient had rsd, nerve disease, cellulitis, is 100% disabled, and has a hole in their hand from a gnat which caused the patient to be sepsis. Due to these medical issues the patient would fall and become unconscious. In 2017, falling caused the patient's ins to "disconnect" and "float around" their body. The ins was implanted in the patient's lower back and it is now midway up their back. When the ins came loose the patient felt like they were going to die and like they couldn't breathe. Since the ins "disconnected" the patient is unable to charge and use their ins and the patient is in pain 24 hours a day, seven days a week. The patient plans on having the scs removed or replaced after covid is over. The patient mentioned unrelated medical history. This included the patient said that dr. John stamatos lied about the patient and accused them of taking drugs. The patient mentioned that their health care provider wants to give them injections. The patient's ins was implanted in their side and since date of implant it took three days to charge the ins.